Manufacturer narrative:
The complaint was confirmed. The unit was received stuck inside of a sentinol device. The catheter was submerged in a warm water bath to help facilitate the removal of the guide wire. The guide wire was removed from the sentinol device. Visual and tactile inspection was performed. It was observed that wire exhibit evidence of an offset coil condition. In addition, the teflon coating presented regions of worn coating, scrapes and biomaterial residue scattered throughout the length of the specimen. Dimensional analysis was performed. The o.d of the offset section of the coil was measued and found to be over drawing specification. No other damage or inconsistencies were noted to this specimen during the analysis. Based on the investigation to establish a possible cause for the failure, no evidence was obtained. The complaint could not be duplicated. The device history record review was performed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. Although the complaint was confirmed, the exact cause of the guide wire damage could not be determined. Based on the evidence presented by the specimen device, there is a high likelihood that the difficulty in the wire advancement stated in the complaint can be attributed to the observed offset condition.

Event description:
Reportable based on analysis approved 1/3/07. It was reported that during a distal superficial femoral artery pta / stenting treatment procedure, stent delivery system advancement difficulties were encountered. The customer stated that, the "stent did not pass through the guidewire when advancing it to target lesion. Staff removed the whole system (stent and guidewire) and started again the procedure with similar ... Stent but using a different guidewire." "The procedure was successfully complete the second time." No patient injuries or complications were reported. Patient status is reported as "stable."